Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving lior esal [2000mcg/ml] at a rate of 993mcg/day via intrathecal drug delivery pump. The indication for use of the pump was cerebral palsy and intractable spasticity. It was reported that the patient exhibited an increase in spasticity. The rate of delivery was increased in attempt to reduce the patient's spasticity symptoms. It was indicated that a dye study was attempted; however, there was an inability to aspirate the catheter. Per the physician, some tissue was clogging the pump/catheter connector site, which prevented the drug from being delivered into the catheter as intended. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was removed and replaced. The dose was decreased to 500mcg/day, and the patient would be monitoring for further dosing changes. As of (B)(6) 2016, there was no patient injury and the issue had resolved.

Event description:
Additional information indicated that at the time of the event the patient was also receiving oral baclofen 10mg. This was being given after the onset of the worsened dystonia. Medical history included dystonic quad cp, baseline tone even with pump has been poorly controlled x months with worsening over 6-12 months prior to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.